Event description:
It was reported that a patient specific implant did not fit properly; the surgeon needed to modify it extensively. It was reported that surgery was successfully completed with no delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is still implanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Upon review of the device history records for patient specific implant item sd800.430, lot 7671515, it was determined that this implant was produced to comply with the device specifications, and was produced from the correct raw material, as listed on both the patient specific implant router / inspection sheet and the brandywine routing. All packaging and labeling complied with the labeling and packaging presentation form as indicated on the packaging label log, there were no non-conforming reports on this lot number (product lot number and raw material lot number). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.